Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported at the follow-up with the patient, the rv leads sensing was lower and the threshold had increased, therefore the physician decided to add a new pacing and sensing lead. The new lead was added from the right subclavian vein, and a tunnel was needed to reach the left pocket. The procedure was successful, and electrical parameters were good. There were no adverse patient effects reported.